Manufacturer narrative:
The x2 pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 55 units and remained static. Reportedly, the cartridge was initially filled with 100 units of insulin and loaded on to the pump. The customer then added an additional 200 units of insulin to the cartridge. The customers¿ blood glucose level was 114 mg/dl. Reportedly, the customer re-loaded the same cartridge and the pump displayed an accurate fill estimate.